Event description:
Additional information received reported that the neurostimulator was explanted instead of replaced on (B)(6) 2012. No further information was reported.

Event description:
It was initially reported that a patient decided to not do anything with the implantable neurostimulator (ins) and chose to take toziaz for 6 weeks (4 mg for first week) and then 8 mg second week, once a day. The battery was reported to be dead, possibly due to "the device being put on a high level from the beginning." It was impossible to interrogate the ins because the battery had died. The patient hadn't noticed a pulse for about a month. Six months later it was stated that the event was due to urinary frequency and urgency. Patient symptoms were increased sense of urgency to urinate and increase in bladder's a capacity to hold urine causing her have increased involuntary leakage. Six days later it was stated that the event was reported as urinary tract disorder. Six days after that the event was reported as neurostimulator battery depletion. The outcome was stated as resolved without sequelae. Resolved date was marked as (B)(6) 2012. The lead and ins were replaced on (B)(6) 2012.

Manufacturer narrative:
Product ID 3093-28, lot# v340501, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).